Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her myopia is "minus 3", instead of the agreed-upon "minus 2"; and believes that preoperative calculations were incorrect. In a follow-up with the surgeon, he reported that the patient had pre-existing medium grade myopia. He further stated that, before the surgery, he asked the patient if she wanted to remain with myopia or emmetropia. The patient agreed to remain myopic. He reported the surgery was without complications, with only a corneal edema observed. The surgeon stated that the patient's issue is not related to the iol. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Per the contact log the doctor confirmed that this complaint is not related to the quality of the alcon iol used. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).